Event description:
The duodenoscope was advanced into the small bowel observing the biliary stent emanating from the ampulla of vater. The distal end of the stent was grasped with a snare and broke and the rest of stent migrated proximally. Attempts at removal of the stent with a rat tooth forceps were unsuccessful. The retrieval balloon catheter pre-loaded with a guidewire was then used to cannulate the stent and the guidewire was advanced into the rchd. Inflation of 11.5 mm and 15 mm balloon proximal and within the stent did not result in stent removal. An esophageal dilating balloon was then used to the dilate the stent and the sphincteotomy site to 12 mm. The distal end of the stent was then grasped with a rat tooth forceps and the stent was pulled out into the duodenum. The stent was then grasped with a rat tooth forceps and removed through the accessory channel of the duodenoscope.the retrieval balloon catheter was re-advanced to the level of the confluence, inflated and contrast instilled defining normal intrahepatic ductal elements to all segments. Withdrawal of the inflated balloon along of the length of the choledochus defines the a normal common hepatic duct, cystic duct insertion and resolution of the common bile duct (cbd) stricture.